Event description:
Multiple episodes of issues with syringes used for covid vaccine administration. Examples of issues reported are: "active duty vaccinator was giving the patient her second dose of the vaccine, and said the plunger of the syringe malfunctioned and the needle retracted into the syringe before the entire dose was given. This resulted in vaccine spilling out onto the outside of the patient's arm. Vaccinator was informed by team lead to give the patient another dose in order to be sure patient receives the entire dose, per cdc guidelines. A full dose was then given without malfunction. Vanishpoint syringes was used." "Active duty vaccinator was giving the patient his second dose of the vaccine and said the plunger of the syringe malfunctioned and the needle retracted back into the syringe before the entire dose was given. This caused the vaccine to spill onto the outside of the patient's arm. Vaccinator was informed by team lead to give the patient another dose to be sure patient received the entire dose, per cdc guidelines. A full dose was then given without malfunction. Vanishpoint syringe was used." "Active duty vaccinator was giving the patient his second dose of the vaccine and said the plunger of the syringe malfunctioned and the needle retracted back into syringe before the entire dose was given. Vaccinator was informed to give the patient another dose to be sure patient received the entire dose, per cdc guidelines. A full dose was then given without malfunction."